Event description:
It was reported that arctic sun device had zero flow rate issue. Per review of wo on 11jul2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 19jul2023,they repaired the device on the field and replaced a circulation pump. The issue was resolved and replaced a circulation pump and ttm work normally.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that when the device was tested in manual mode the flow rate was zero. The circulation pump was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had zero flow rate issue. Per review of wo on (B)(6), 2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on (B)(6), 2023,they repaired the device on the field and replaced a circulation pump. The issue was resolved and replaced a circulation pump and ttm work normally.